Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient was implanted with an avaulta device. After the pelvic mesh device was implanted, plaintiff experience severe complications, pain, discomfort, urinary problems, dyspareunia.